Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of an express sd bms catheter. The balloon was loosely folded and the stent is secured between the markerbands. The tip is damaged. The stent is damaged 8mm from the proximal markerband. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 11jun2018. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous renal artery. A 5.0mmx19mmx150cm express¿ vascular sd stent was advanced but failed to cross due to severe tortuosity. It was able to be inserted into the renal however, the distal portion of the device protruded into the aorta. The device was removed from the patient's body and the procedure was completed with a 5-15/150mm express sd stent. No complications were reported and the patient¿s status was good. However, returned device analysis revealed stent damage.